Event description:
The reporter contacted animas on (B)(6) 2012 alleging that all of the keypad buttons are unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the keypad buttons were intermittently responsive and required excessive force in order to elicit a response. The keypad buttons did not have normal spring back. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a white spot on the display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.